Event description:
It was reported that the right atrial (ra) lead was explanted due to an unspecified product performance issue. A new ra lead was implanted. No additional patient effects were reported.

Manufacturer narrative:
Voluntary medwatch mw5147150.